Event description:
Additional information was received indicated the event was resolved by reprogramming the device. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, episodes of myopotentials oversensing were noted on the device. Abbott technical support was contacted and recommended reprogramming the device, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.